Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The introducer outer diameter (od) was measured using a keyence scope and the cannula tip ID was measured using a plug gage. Introducer od was measured to be 0.253 inches, the specification has the od to be 0.256 +0.005 / - 0.003 inches cannula tip ID was measured to be 0.252 inches, the specification has the ID to be 0.243 to 0.252 inches the introducer was inserted and removed several times with no issues noted. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of these bio-medicus life support cannulae, it was reported that the devices were used during a cardiac surgery. The cannula introducer could not be removed after insertion into the body. Once the cannula was removed from the body, when attempted to insert and remove, it could be removed without any issues. The customer attempted to open a new device but the same issue occurred. In the end, the device was replaced with a different company's device (hls). It was believed to be a defect because the device from the different company could be inserted and removed from the body. There was no adverse patient effect associated with this event.